Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they did a shift/system check" they received a test load failure. There was no pt involvement.